Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the pt's flange fixture with abutment fell out in 2006. The pt reported that the coupling between the sound processor and abutment was "tight". There were no traumas, infections or surgical complications reported previous to the fixture with abutment falling out. The pt received another flange fixture and abutment two months later, and is now using his sound processor.

Manufacturer narrative:
The flange fixture and abutment were evaluated. The device was within all specifications. No faults were observed when the device was examined under a microscope. Snap coupling force for coupling the sound processor and abutment was checked and found to be within specifications. This is a final report.